Event description:
According to the reporter: using with variable mode, tissue was not cut but got burnt. The procedure was completed with another. No further patient consequence was reported.

Manufacturer narrative:
MDR initial report submitted: 10/17/2008.